Event description:
It was reported that inflation could not be maintained on one (1) size 8 fen device. This was detected after the device had been in use approximately two (2) weeks. Although there was no reported pt injury, the pt required an unscheduled device change-out. The 8fen device was returned to the MFR for identification, analysis and investigation on 04/09/99. Device eval results are recorded in section h. Of this report.